Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as ¿leaking at the transfer line¿. This occurred during prime phase of peritoneal dialysis therapy. During follow up, it was confirmed that the leak occurred at the tip of the patient line. There was no cut, slice or hole noticed on the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The devices were run on an in-lab machine with no alarms or issues noted. The reported condition was not verified on both samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.